Event description:
A journal article was reviewed that contained information regarding these leads. It was noted that the right ventricular (rv) lead had dislodged and needed to be repositioned. Further investigation indicated that there is no designation for which lead is the rv lead; therefore are reporting both implanted leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "clinical routine implantation of a dual chamber pacemaker system designed for safe use with MRI." Herzschrittmacherther. Elektrophysiol. 2011;22(4):233-242.